Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed capacitor c-9 of the application board to be disconnected from the circuit board and likely causing shorts. Replacement of customer application board with lab use only application enabled the suspect pump to function properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical technician (bmet), the pump does not power cycle, only displays the error message and stops running. He was able to clear the message but as soon as he tried to run the pump the message displayed again. He is able to freely spin the roller by hand. He replaced the roller pump with a backup.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had a pump jam. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
81 evaluation is in progress but not yet concluded.